Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident and other relevant blood glucose level was 505 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode of insulin pump. Customer was treated with insulin pump. Customer stated that the his site was came off. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.